Manufacturer narrative:
The pump had a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. They were also unable to verify excessive no delivery alarm due to motor error alarm. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 250 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The no delivery occurred during fill tubing for the motor error alarm. Troubleshooting was able to resolve the issue. The device will be returned for analysis.